Manufacturer narrative:
Study event.

Event description:
Device malfunction: none. Time of symptoms/ae: post procedure during hospitalization. Symptoms/ae: chest pain, myocardial infarct. It was reported that during hospitalization post procedure of a left internal carotid stenting, the pt had 3 episodes of chest pain and hypertension (pre-existing) for which she was treated with morphine and ntg. The cardiac exam and EKG were negative, but she did experience a non-q wave myocardial infarct (mi) with elevated troponin. The start date was the same day, and the investigator felt this was not device related, however did result in prolonged hospitalization. It was further noted that at the 1-month follow-up, the pt chose not to return for follow-up and was withdrawn from the study. No additional info available.